Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored and contamination was found under all of the button contacts. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was dim and discolored. The bolus button was torn, but responded normally. All the buttons on the keypad responded properly. Contamination was found under all of the button contacts when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).